Manufacturer narrative:
(B)(4).

Event description:
A confirmed motor stall was noted in the event logs on (B)(6) 2011 at 0843 with no motor stall recovery recorded. A tube set error message occurred. The pump's estimated replacement indicator was 20 months. The medication being delivered via the device system was morphine. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.